Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient's controller was not registering when battery was connected. An elective controller exchange was performed and it was stated that there were no effects on the patient. No additional information provided. Investigation is ongoing

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a worn guide key on the connector for power port 1 and a missing rubber cap for the serial port. The worn guide key caused an unstable connection to power sources connected to power port 1. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed worn guide keys. This issue is being addressed via an internal investigation by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.